Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5168668) from the patient alleging a dreamstation auto CPAP was spewing many black particles into the filters, tubing and mask. The patient reports the black particles went into their throat and lungs. The device air flow dropped to less than 10% of normal flow. The patient states their previous unit was recalled and replaced for this same issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received from the patient via good faith effort. The patient reported the device was in use at the time of the event and was not an out of box failure as the failure occurred after several weeks of use. The device did not alarm and is available for return for evaluation. The patient states they experienced coughing, sore throat and breathing issues but did not seek medical attention. The patient states the black particles from the device were visible in their mouth the next morning. They assume it entered their throat and lungs. The device was wiped off daily and the water chamber was cleaned with dawn dish soap, rinsed with distilled water and then dried monthly. The filters were changed as needed about every three or four weeks. The patient states they had sleep apnea as a pre-existing medical condition.

Event description:
The manufacturer received a voluntary medwatch (mw5168668) from the patient alleging a dreamstation auto CPAP was spewing many black particles into the filters, tubing and mask. The patient reports the black particles went into their throat and lungs. The device air flow dropped to less than 10% of normal flow. The patient states their previous unit was recalled and replaced for this same issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.